Event description:
Caller alleged imprecision with inratio2 meter. Results as follows: date: (B)(6) 2012, inratio2: 6.1; 1.8. Time between testing: minutes. Pt therapeutic range: 2.0-3.0 inr.

Manufacturer narrative:
Inratio2 precision data provided by end-user: 1st inr: 6.1, 2nd inr: 1.8, mean: 3.95, sd: 3.04, %cv: 76.98. Analysis of customer's data revealed that repeated inratio2 test result comparison did not meet precision criteria. Customer's results are considered discrepant beyond the context of the documented variability for inr testing. No product is expected to be returned. In-house therapeutic donor testing was performed with retained strips. Result comparisons met precision criteria. Investigation results for retained strip lot #281266: donor (B)(6): 1st inr: 3.3, 2nd inr: 3.2, 3rd inr: 3.6, %cv: 6.18/ donor (B)(6): 1.7, 1.7, 1.7, 0.00. Both donors produced %cv's less than 16% and meet the criteria for precision. Product performed as expected. No further investigation is necessary. Per complaint issue, pt was on dialysis with heparin flush at time of testing. Per product user guide - limitations, "this tests should not be used for pts on heparin therapy." Root cause of complaint could not be determined. (B)(4). Due to this low occurrence rate, below the action threshold of (B)(4), no action is required at this time. Complaint issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.